Event description:
The customer reported that the touchscreen calibration drifts out after a successful calibration. The device was not in patient use at the time of the reported event. The remote service engineer provided the part number for a replacement touchscreen.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information regarding the event and the repair of the device. It is unknown if the customer replaced the touchscreen as advised by the remote service engineer. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.